Event description:
The customer did not provide specific complaint info when product was returned to posey. There was no pt injury reported. More info was requested but none forthcoming. Inspection of the product shows that the pad was working intermittently.

Manufacturer narrative:
.